Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.